Event description:
It was reported that the atrial lead exhibited under-sensing, high capture threshold, noise, low impedance, and insulation damage was suspected. Programming changes were performed. No additional information was reported.